Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products: tibial component precoat, catalog #: 00588000500 lot #: 62713874, femoral component, catalog #: 00588001501 lot #: unknown, articular surface with hinge post extension screw enclosed, catalog #: 00588005017 lot #: unknown. Foreign - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06099 and 0001822565-2017-06100.

Event description:
It was reported that the patient was revised to address loosening, osteolysis and pain. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient was revised to address loosening, osteolysis and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Explants were received and evaluated, however, the reported loosing could not be confirmed. Visual inspection of returned tibial and femoral shows signs of implantation. The porous surfaces for the tibial and femoral are covered in foreign material & the color buffed surfaces exhibit scratches. The stem extension and hinge post component of the articular surface are assembled to the femoral component. Review of the x-ray provided shows the implants were appropriately aligned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.